Event description:
Local complaint (B)(4): customer contacted us on (B)(6) to inform that the new born was with the catheter inserted at the beginning of the ER and at 3:30 a.m. The pt was crying and agitated. When the nurse went to try and calm him, she observed that the catheter had rupture as if it were cut, but at 3:00 a.m. When was the infusion ampicillin, the catheter was intact. In contact with the pharmacist, she informed him that the remaining part was removed and there was no harm to the pt due to this occurrence.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.